Manufacturer narrative:
Concomitant products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2019, explanted: (B)(6) 2022, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 13-may-2021, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiving gablofen (500mcg/ml at 455mcg/day) via an implantable pump for non-malignant pain. It was reported that the healthcare provider (hcp) suspected that the catheter was not patent due to increase in patient tone and discrepancies in expected volume vs. Actual volume during pump refill appointments. It was unknown if there were external factors that contributed to the event. Diagnostics/troubleshooting performed included performing a catheter flow study but it was unsuccessful. Actions/interventions taken to resolve the event included a catheter replacement surgery. The event was resolved.